Event description:
Related manufacturer reference number: 3006705815-2023-03140. It was reported that the patient's scs leads had migrated. Surgical intervention took place where the leads were explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
A patient had a lead revision was reported to abbott. X-rays confirmed migration. As a result, the leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.